Event description:
A malfunction was reported on the pump, identified by the customer. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump and was instructed to continue using it. The issue did not recur, and the customer was advised to contact support again if any malfunction reoccurred.